Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which was discovered via fluoroscopy. The patient was asymptomatic. The pneumothorax was moderate in size and did not increase over time. The target lesion was 15 millimeters in size, located in the periphery and abutting the pleura. A chest tube was placed to resolve the pneumothorax. The procedure was completed robotically; however, there was procedure delay due to chest tube placement. According to the physician, the pneumothorax would have likely occurred via another modality. There was no device malfunction; however, it was thought that a device contributed to the event due to the needle biopsy or transbronchial biopsy with cook forceps. The patient was admitted in the intensive care unit for 6 days and was subsequently discharged home.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Per an intuitive surgical, inc. (Isi) failure analysis engineer (fae), a system log review cannot be performed because the system logs are not available at this time.